Manufacturer narrative:
Update: d4, d9, h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the account, during a procedure, a set screw that fell off into the patient during the procedure. The screw was retrieved and the patient was not affected. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the account, during a procedure, a set screw that fell off into the patient during the procedure. The screw was retrieved and the patient was not affected. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.